Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump bolus button was not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that this is the second time that this has occurred for the customer. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons function properly; no damage was found on the keypad traces. The j1 connector on the printed circuit board assembly was not unlocked during our visual inspection. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.